Manufacturer narrative:
Concomitant products: product ID 37714, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37713, serial # (B)(4), product type implantable neurostimulator. (B)(4).

Event description:
It was reported the healthcare professional (hcp) had a hard time getting the extension out of 0-7 port during a normal battery replacement. It was easy for the hcp to get the extension out of the 8-15 port. Initially the impedances were checked and were fine, but at the time of the report both are showing greater than 10000 ohms. The manufacturer¿s representative was going to use an external neurostimulator (ens) and multi-lead trialing cable (mltc) and change out the ¿cable¿ if needed. Additional information received reported diagnostic testing found impedances greater than 40000 ohms during a battery revision. The old battery and mltc had normal impedances. The new device was tested a second time and they were all elevated. They replaced the ins with another new ins and tried again with high impedances. The 0-7 extension was difficult to insert into the header block. It was further reported the extensions were replaced, but still getting some electrode pairs out of range, but some were in range. They were tested again at an amplitude of 3 v and all the pairs that were previously out were testing in the 500 and 600 range. Additional information received reported the patient received a new battery and new extensions and everything was working. The patient turned her stimulation on and used her old program and she said she was getting her stimulation coverage. The explanted device was in possession of the manufacturer¿s representative. Patient and device information was updated. Additional information received reported the ins would be sent in for analysis. The extensions were thrown away so they would not be returning those. Additional information received reported all impedances were high on a new battery. It was stated they ¿tried everything nothing worked.¿ it was noted the new ins did not have normal battery depletion. A second new ins was used but still had high impedances. The extensions were taken out of the second new ins and wiped down and suctioned out. The extension was placed back into the 0-7 slot and all impedances were within normal limits. The patient was getting good therapy at that time.